Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display was noted. There was no moisture damage found on the electronic assembly, motor, battery tube, and vibrator assembly; however, moisture damage was found on the keypad traces during visual inspection. The following cosmetic damage was also noted on the unit: cracked reservoir tube lip, minor scratches on the lcd window, scratched reservoir tube window, cracked reservoir tube, and cracked reservoir tube window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she accidentally dropped her insulin pump in a lake. The patient's blood glucose at the time of incident is unknown. The customer placed all of the device components in rice, and when she put the battery back in she has no display. Troubleshooting was initiated for fluid exposure of the insulin pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instructions. The insulin pump was returned for analysis and a replacement device was shipped to the customer.